Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation.

Event description:
It has been reported to philips that during a clinical procedure the allura system stopped providing exposure. A system restart was attempted but was unable to recover from the problem. No harm has been reported. Phillips has started an investigation of this complaint.

Event description:
It has been reported to philips that during a clinical procedure the allura system stopped providing exposure. A system restart was attempted but was unable to recover from the problem. No harm has been reported. It was found that no information displayed on frontal monitors, no ready indication on data monitor. The fse (field service engineer) tested the device and the cause of the reported problem was related to the ip-pc. This problem was confirmed and the fse replaced the frontal ip-pc and hard discs to resolve the reported issue.